Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the lead was placed in the atrium, as the physician performed screw in several times, the helix didn't come out. There was no good part when detaining the atrium. The physician tried several places but soon the lead became dislodged. No replacement of ra lead was implanted because it was considered that ra lead was difficult to be implanted in ideal location. Only rv lead was implanted, and the mode was changed to vvi setting.